Event description:
It was reported to medtronic minimed that the customer reported the pump bumped into the grinder and the keypad was removed and received an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-397a, mmt-332a. Troubleshooting was performed. The customer reported physical damage on the pump not related to the retainer ring. The customer reported a past insulin flow blocked event and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with unresponsive keypad. Unable to perform the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test due to unresponsive keypad. Test p-cap and reservoir locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Unsuccessful in downloading pump history files and traces using thump software due to unresponsive keypad. Pump was cut open to perform visual inspection and found evidence of physical damage on the keypad traces. Force sensor zero offset within specifications [22.632 mv]. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, keypad overlay peeling, pillowing keypad overlay, and label damage. Unable to verify customer's complaint for no delivery/occlusion alarm due to unresponsive keypad. Cosmetic damage was confirmed at the battery compartment. Unable to download was confirmed due to unresponsive keypad. Moisture damage was noted found isolated to the battery tube. Unresponsive keypad was confirmed during testing due to physical damage on the keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.